Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported unexpected medical intervention was a result of case-specific circumstance as another clip was attempted to be implanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed. Upon deployment the clip opened to approximately x degrees. A mitraclip xt was then attempted, upon placement the mr increased so the clip was removed from the patient and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.